Manufacturer narrative:
Patient age and weight were not available from the site. In trouble-shooting, recommendation made to the site to re-boot the software to resolve the issue. On 03/01/2017 a medtronic representative, following-up at the site, reported the site stated there were multiple instruments in the field that could have caused the issue. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the surgeon was using a navigus probe and the navigate views on the navigation system monitor were cycling black. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Correction: sequence number 1 stated that patient age and weight were provided, but were not listed in filing.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the cd drive was making an excessive amount of noise but was still functional. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.